Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unavailable, as the complaint was reported via social media. The customer stated that maybe she would have a good pregnancy if her blood glucose levels were not always high due to the no delivery alarms, indicating missed insulin delivery. Nothing further reported.